Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral breast reduction; superior pedicle, using a full vertical and horizontal t incision. 2 pieces of galaflex (device #1, device #2) were used. Concomitant procedure was liposuction to bilateral breasts. On (B)(6) 2016, bilateral delayed wound healing was reported. On (B)(6) 2016, one week later, extrusion; bilateral breasts was reported. Patient was treated with medication (bactrim, silvadene, carrington wound gel, benadryl, hydrocortisone cream) and on (B)(6) 2016, patient underwent wound debridement. Bilateral delayed wound healing resolved without sequelae on (B)(6) 2016. On (B)(6) 2016, galaflex found to be exposed at base of breasts. Exposed/extruded mesh debrided on (B)(6) 2016. Patient on medications noted above. Bilateral breast extrusion continued to be treated with local wound care and was resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies reported ae's (delayed wound healing and extrusion) are likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complications of delayed wound healing and extrusion. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Extrusion is a known inherent risk with the use of the device and is included as a possible complication in the adverse reactions section of the instructions for use supplied with the device. This MDR is submitted to represent galaflex device #2. An additional MDR was submitted to report galaflex device #1. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.